Event description:
The parent contacted customer support to report that the patient experienced elevated glucose levels and required evaluation in the emergency department. At the time medical attention was sought, the patient was wearing a pod on the abdomen, which had been in use for approximately 36 to 48 hours. The parent reported that the event may have originated after soccer practice on (B)(6) 2026, during which the pod infusion site may have been bumped, potentially affecting cannula positioning. Following this activity, the patient¿s glucose levels reportedly remained elevated overnight. On the subsequent day, the patient developed trace ketones that progressed to high ketone levels, accompanied by vomiting. A correction dose of insulin was administered by injection by the parent; however, symptoms did not resolve, and the patient was taken to the emergency department. The patient remained in the emergency department for approximately 6 to 7 hours and was discharged on the same day. Medical evaluation resulted in a diagnosis of hyperglycemia without diabetic ketoacidosis. Treatment included administration of intravenous fluids. Prior to discharge, corrective insulin dosing was administered through the pod after pod placement was resumed. During the initial chat interaction with customer support, multiple data elements could not be collected because the patient and parent became unresponsive, and the interaction was subsequently ended. During follow-up outreach, the parent confirmed familiarity with the pod pink slide and stated that the pink slide is routinely checked and had moved forward as expected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.